Manufacturer narrative:
The b5 problem has been changed to reflect what actually happened with the patient's device; it was reported that the patient's blood glucose (bg) rose to 284 mg/dl. The patient reported that the personal diabetes manager (pdm) is showing the incorrect time by one hour and that the iob is inaccurate based on the bolus being delivered. The pdm is being replaced. Medical device problem code changed from dose error to patient data problem.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bolus calculator issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the personal diabetes manager (pdm) displayed suggested an incorrect bolus. The patient reported that at 8:53 entering a meal bolus of 1.6 units, however, the patient did not enter a blood glucose value and the suggested bolus was 3.8 units.